Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing confirmed the balloon could not hold pressure. Visual inspection of the device revealed a taper to taper tear in the balloon, approximately 0.5 mm from the proximal tip. While this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), based on the reported information, the cause of the tear could not be conclusively determined. The review of the lhr ((B)(4)) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. A CAPA will not be issued at this time as a cause could not be conclusively determined; however, incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Should additional relevant information become available, a supplemental MDR will be submitted.

Event description:
It was reported that the balloon of the mynx ace vascular closure device (vcd) lost pressure upon inflation during patient use. The device was being used for femoral arterial closure following a diagnostic coronary procedure. The mynx vcd was prepped according to the instructions for use (IFU). At prep, the black marker on the inflation indicator was fully exposed. The user connected the device to the sheath. No resistance was felt during insertion. There were no stents, vascular grafts or calcium noted at the access site. During the first attempt to inflate the balloon, continuous rapid successive drips were observed at the mynx relief valve. When the stopcock was closed, it was noted that the balloon did not maintain complete inflation. Upon a second attempt to inflate the balloon, the balloon again lost pressure. The device was disconnected from the sheath. The first device was inspected to assure that the sealant was fully intact outside of the sheath and patient before a new mynx device was connected to the first device's sheath. The second mynx device was successfully deployed to achieve hemostasis. There was no damage noted to the distal end of the sheath upon removal. The patient's hospitalization was not extended due to the incident. There were no clinical concerns and good patient outcome was achieved.